Event description:
The customer stated they had a physician question a patient's free thyroxine and thyroxine results from their e602 analyzer. The customer stated that after taking levothyroxine, the patient's t4 results became higher. The customer returned the patient's sample for investigation where it was tested on an elecsys 2010 analyzer and in another laboratory on a centaur analyzer. After the investigation, it was determined there was a discrepant thyrotropin (tsh) result for the patient. The specific date of this event was requested but not provided. The patient's initial tsh result from the customer's laboratory was 5.570 uiu/ml and it was reported outside the laboratory. The patient's tsh result from the elecsys 2010 was 4.87 uiu/ml. The patient's tsh result from the centaur was 4.0 uiu/ml. The patient's sample was also treated with a peg precipitation and produced lower results. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The tsh reagent and lot number were requested but not provided.

Manufacturer narrative:
A patient sample was returned for investigation. No interfering factors were identified for tsh.

Manufacturer narrative:
Additional information was provided by the customer. Before taking levothyroxine, the patient's tsh result was 18.398 uiu/ml.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.